Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number 2017865-2023-24814. It was reported that during a follow up in clinic, noise was noted on the right ventricular (rv) lead and the right atrial (ra) lead. The ra lead was capped and replaced during an unrelated procedure. The patient was in stable condition and will continue to be monitored.